Event description:
A physician stated that after surgery he had noticed an uptick in a film/membrane that was non-cellular and can be opaque, seeing it at 1 month and often goes away but has had patients return at a year and still have it. He had been polishing the capsule more than usual to try to help. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).